Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this customer has been using plasmablade devices that have been re-sterilized by a 3rd party. It is unknown how many devices the hospital had used, or where they came from initially. No specific case details are available regarding any of the re-sterilized devices. The plasmablade devices are single use devices fo r which re-sterilization are not authorized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.